Event description:
During a tf tavr procedure, the valve was positioned slightly canted 70/30 aortic/ventricular (a/v) in the right coronary cusp (rcc) and 50/50 in the left coronary cusp (lcc). The valve landed canted, 100% ventricular on the rcc and 50/50 on the lcc. There was moderate paravalvular leak (pvl) observed. A second valve was placed 50 /50, which secured the first valve, resulting in mild pvl. As the patient¿s presentation was very frail with a low cardiac output, the team performed the procedure as quickly as possible. The first valve position was not coaxial and there was no readjustment. The patient¿s native annulus area was 380mm2. The dimensions are not available. The patient had moderate valve and leaflet calcification.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it was noted that the position of the valve was not coaxial and there were no adjustments made during deployment. The valve landed canted, resulting in pvl. A second valve was deployed securing the first valve and reducing the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.